Event description:
The rptr called for a replacement device due to suspected delivery issues. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.